Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) year old male patient with shortness of breath . There was no additional patient information at the time of this report. Return product is available. Method, test date, collect time, test time, result, sample I-stat, (B)(6) 2017, 0030, 0330, 0.04ng/ml, a and unicel, (B)(6) 2017, 0030, 0030 , 12.091 ng/ml , b. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/07/2017. Retain and return product was tested and product is functioning to specification.

Event description:
Na.